Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the up arrow, down arrow, and ok buttons were unresponsive. She stated that she rebooted the pump and was unable to confirm the verify screen, as the buttons were not responding to presses. The family member noted that the keypad buttons click and spring back as expected. She denied that the pump has been exposed to water; denied physical damage to the rubber keypad, and stated that the pt wears the pump on his waist with a clip.